Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while resecting the rectum during a laparoscopic low anterior resection (lar), the device did not fire. The surgeon was able to press the green button but was not able to squeeze the handle. Another stapler was used to complete the case. There was no patient injury

Manufacturer narrative:
This event has been reassessed and found not to be a reportable event and is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.